Event description:
It was reported that during a laparoscopic gastric bypass procedure, when firing the first time, the stapler got stuck leaving half of the reload without firing and the blade did not cut the tissue. The same thing happened with the second reload so a new stapler was requested. Another device was used to complete the case. Surgery was prolonged thirty minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. The analysis results found that the instrument was returned with the firing mechanism damaged and two reloads present. The reloads were received partially fired and with the lockout tab normal. The firing mechanism was noted to be damaged. No functional test could be performed with the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at qa. A batch record review was performed and no anomalies were found during the manufacturing process.